Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the overheating of the device occurred due a defective power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: rear panel is discolored; due to a system failure of (power supply printed circuit board) g1 board, the equipment overheats; back wall deformed, and fan can be activated, back panel and power supply should be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor, the back panel of the screen melted. The issue occurred during unknown event and unknown procedure. There were no reports of patient or user harm associated with this event.